Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. Cause of peritonitis was not reported. The patient was hospitalized and the patient was treated with unspecified antibiotics for the event of peritonitis. The patient has not recovered from the event and it was reported that therapy was ongoing. Reporter declined to provide any further information. No additional information is available.